Event description:
It was reported that during a mid first diagonal artery stenting procedure, the 2.25x15mm xience nano stent failed to cross through a previously deployed stent. Resistance was met with the guide catheter during device removal, so the physician tugged on the stent delivery system, dislodging the stent. Attempts were made to snare the dislodged stent. During the last attempt, the snare device was pulled and the snare device separated. Balloons were advanced through the stent, then slightly inflated to try to remove the dislodged stent and the separated snare device. It appeared that both devices were caught on the previously implanted stent. Additionally, as balloons were passed through the dislodged stent and inflated, the stent started to open. After approximately 6 hours of trying to remove the devices, the procedure was stopped. Reportedly, the patient remained stable the whole time and the coronary vessels looked great. Surgery was performed on (B)(6) 2012 to remove the stent and snare device. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stent delivery system was pulled against resistance during device removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the electronic instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.